Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a red screen and error code 41100. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of red screen and 41100 error code. Review of event history found low battery events logged. No relevant service history was found. The reported problem was confirmed through visual inspection and functional testing. The cause was low battery. Charged device for 72 hours and let rest for 24 hours. Performed verification testing and device passed all testing criteria.